Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that foreign material came out of the device due to adhesion/clogging of the material in the air and water channels and cylinder. However, the type of material and the root cause could not be determined. Despite three gfe attempts, additional information could not be obtained. Therefore, it is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection method is described in gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5: reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign materials in air/water-cylinder, air/water-tube, suction cylinder and probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.